Event description:
Per circulator's report, "during shoulder arthroscopy, tip of spectrum broke off inside of shoulder. Physician located it and removed it without difficulty." After discussion with staff and the sales rep, I learned this is a "limited reuse straight suture hook." Limited reuse suture hooks are not to exceed 5 procedures. It is unk how many procedures were performed with this hook.